Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy procedure, while closing the vaginal cuff, the suture would not pass from one side to another, it would only stay on one side. Additionally, at one point, the jaws would not open, but was eventually able to by opening the ratchet by moving the suture passer toggles. A new device was used to complete the case. No injury.